Event description:
It was reported that an ilet insulin pump generated "alert 38" indicating consecutive stalled motor events that were not resolved after priming and rewinding; the user performed a force restart, disconnected from the pump, removed supplies, and during troubleshooting could deliver approximately 30 units via press-and-hold before receiving an ¿unable to proceed¿ alert again, while using an inset 23-inch infusion set and a dexcom g6 cgm with a reported blood glucose of 109 mg/dl. Investigation included technical troubleshooting with user-guided restart and supply removal. Further investigation of this case revealed a motor stall consistent with a hardware malfunction. The user reported no clinical symptoms and no reported adverse clinical effects during the event. Outcomes included interruption of insulin delivery requiring discontinuation of pump use and arrangement for replacement. It was concluded that, based on previously established findings for similar reports, the pump experienced a motor stall leading to inability to proceed, consistent with a device mechanical failure.